Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported development of increased patient hemolysis caused by a possible device malfunction was unable to be confirmed or reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional 48-hour observation run to observe any possible malfunction or change in performance. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the patient developed hemolysis a few days after tah-t implant while supported by the companion 2 driver. The customer also reported that while the companion 2 driver was connected to wall air, the internal compressor of the driver would cycle on and off (MFR. Report #: 3003761017-2018-00006). The customer also reported that when the hemolysis did not improve, the patient was switched to the first backup companion 2 driver and the hemolysis continued. The customer also reported that the patient was then switched to the second backup companion 2 driver and the patient conditions improved.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the companion 2 driver continued to perform its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the patient had continued hemolysis while supported by the companion 2 driver. The customer also reported that when the hemolysis did not improve, the patient was switched to the backup companion 2 driver and patient conditions improved.